Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 7.2-7.7 cm from the proximal catted end of the outer insulation, consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.